Event description:
The pt reported device system was removed due to infection. The hcp confirmed pt infection. The onset of the infection was in 2005. Pt symptoms inlcuded fever, redness, swelling, drainage and incisional wound opening. Cultures were taken from the device pocket and the type of organism found was staph aureus. The pt was treated with oral antibiotics and total device system explant. The hcp reported the infection resolved. The devices were not returned to the MFR for analysis.